Event description:
Related MFR report number: 2017865-2023-40965. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the atrial lead. X-ray was performed and revealed that both the atrial and right ventricular (rv) leads had physical changes. During lead revision, the atrial lead helix would not retract. The physician elected to explant and replace the atrial lead and remove slack from the rv lead. The patient was discharged following the procedure.